Manufacturer narrative:
.

Event description:
The device failed to alarm. "Leak" was not triggered when the dressing was torn, and the device continued to function. There was no patient harm or interruption of therapy, the dressing was replaced, and therapy continued uneventful.